Manufacturer narrative:
It was noted that the lead would not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was being used for temporary pacing. The lead then exhibited increased threshold measurements and loss of capture. There was a concern about the sterility of the lead. The physician also questioned if a perforation had occurred. The lead was therefore removed. No additional adverse patient effects were reported.